Manufacturer narrative:
The device was discarded by the customer and is not available for evaluation. The device history records were reviewed for this manufacturing lot and there were no non-conformities found to be related to the reported event. Iris damage is identified in the device labeling as a known inherent risk of glaucoma stent surgery. MFR reference # (B)(4).

Event description:
The surgeon reported that during an istent procedure, there was too much patient movement. This resulted in the iris being torn away from the angle. The tear was approximately two to three clock hours. The istent procedure was aborted and the iris was sutured back in place. Additional information has been requested from the surgeon.

Manufacturer narrative:
Hyphema is identified in the device labeling as a known inherent risk of glaucoma stent surgery. (B)(4)

Event description:
Clinical follow-up was requested and on 07/14/2017 the surgeon reported the following additional event details. The patient flinched during placement of the stent causing the stent to tear the iris from the iris root. At the time of the incident, six sutures were required to secure the iris root and repair the iridodialysis. Postoperative bleeding was characterized as persistent hyphema greater than 2mm after one day. The surgeon reported that the event did not result in any loss of best corrected visual acuity and there has been no adverse impact to the patient to date. The patient is currently doing well with hyphema resolved and intraocular pressure (iop) stabilized within the 10-20 mm hg range. The surgeon will continue to monitor the patient for any changes.